Event description:
New information received notes the patient was presented in the clinic for a scheduled follow-up and interrogation of the patient's pacemaker revealed the right atrial (ra) lead exhibited high capture threshold. The patient's vessel was occluded and the ra lead could not be replaced.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing found no conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and the patient was discharged with no reports of adverse consequences.